Event description:
It was reported that during a cross ligament reconstruction surgery, during use, the head of the screw broke. No delay. A backup device was used to complete the surgery. No patient injury was reported.

Manufacturer narrative:
One 9x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint. Approximately 6.5mm of the distal threads have broken off and were not returned for evaluation. The screws major diameter and wall thickness was measured and found to meet print specifications. This investigation could not identify any evidence of product contribution to the reported complaint.